Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user attended a regular fitting appointment where a change in hearing performance with the device was noted. The user was explanted due to the limited number of channels available for stimulation. Re-implantation with a form electrode is being considered, however, not confirmed yet.

Event description:
Reportedly, the user attended a regular fitting appointment where a change in hearing performance with the device was noted. The user was explanted due to the limited number of channels available for stimulation. Re-implantation with a form electrode is being considered, however, not confirmed yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the patient report the active electrode was found partially outside of the cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.